Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced pain and a possible loss of osseointegration. Subsequently, the abutment was removed on (B)(6) 2019 to allow the implant to further osseointegrate and the patient was administered oral and topical antibiotics.